Event description:
The manufacturer received information alleging a ventilator was constantly alarming and the lcd screen was blank. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" and "service required" alarm codes were found in the ventilator's downloaded error log. The device's blower motor, system board, interface board, sensor board and sensor board to system board cable were replaced to address the issues. No malfunction of the device's lcd screen was observed.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board, interface board and blower motor. The system board, interface board and blower motor were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failing found to be caused by shorted capacitor (c53). The interface board and blower motor were evaluated and found to operate to design specifications.